Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. Unable to verify e70 alarm in the alarm history due to history file overwritten. No a35 errors occurred during testing. The insulin pump passed rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked reservoir tube lip, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Event description:
It was reported the customer's insulin pump was malfunctioning. The customer reported receiving several alarms on their insulin pump. Customer stated their insulin pump has not been near a high magnetic field. No additional information provided.